Event description:
Event description submitted by distributor: it was reported that the product was used to close the skin (wound) for a ventral hernia repair. It was reported that the skin was approximated with 3-0 vicryl and dermabond adhesive was used to close the wound. It was reported the patient had an exacerbation of asthma post application. The patient was given theophylline and steroids and this prolonged their hospital stay from 24 hours to a four day stay. It was reported that the patient improved and came in to the office for a post op visit. The patient questioned the components of the dermabond adhesive and told the nurse practioner that the ingredients have made them ill in the past and patient had to stop model airplane building because of a sensitivity to the glue. The operative site appears healed and there is no evidence of a dermatitis or local reaction. From response to follow up questions.